Event description:
As reported, the patient had an initial right total shoulder arthroplasty at a private hospital in france on an unknown date. The patient was revised due to rotator cuff failure and the implants were removed to eliminate the chance of infection. A spacer was implanted to reduce the risk of infection and allow for planning of the glenoid for second stage revision. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
H3: the revision reported was likely the result of rotator cuff failure. Proximal positioning of the humeral head relative to the glenoid, which is consistent with rotator cuff failure, can be observed in the provided radiographs. Although the reason for the rotator cuff failure cannot be confirmed, it is likely due to natural degradation of the tendon over time. The observed damage on the glenoid component may have been due to over 9 years of use and/or superior articulation with the humeral head secondary to the rotator cuff failure and subsequent migration of the humeral component. However, this cannot be confirmed because the component was not returned for evaluation. D10: 300-01-13, equinoxe, humeral stem primary, press fit 13mm. 300-10-15, equinoxe replicator plate 1.5mm o/s. 310-01-47, equinoxe, humeral head short, 47mm (beta). 300-20-02, equinox square torque define screw drive kit.